Manufacturer narrative:
The customer reported that after a patient scan, a black line and dot artifact was present on scanned images. A philips field service engineer (fse) went to the site to evaluate the system. The fse confirmed the dot artifact and then visually inspected the system. The fse cleaned the mylar ring and found a crack in compensator of the a-plane collimator. The fse replaced the a-plane collimator and recalibrated the system to resolve the artifact. The fse reported confirmed there was no patient impact as a result of this issue. The system is functional and in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.